Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. Additional information: notification of event received via medwatch report mw5062746

Event description:
A report was received stating that during patient use, the listed device alarmed high pressure. It was reported that the patient contacted their medical doctor office and they were instructed to go to the hospital. It was reported that the patient went to the hospital and was currently hospitalized; no information was provided regarding the duration of the hospital stay. Furthermore, no further information is available in regards to any medical treatment received or the patient outcome of the reported event. See MFR# 2183502-2016-01550.